Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not transferring fluid to the cylinders while implanted. The patient underwent surgery and once explanted the physician was able to manually pump. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The kink resistant tubing was trimmed. The pump did not pass activation tests. Based on analysis results, the activation issues identified in the pump confirmed the reported clinical observation of pump was not transferring fluid to the cylinders.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not transferring fluid to the cylinders while implanted. The patient underwent surgery and once explanted the physician was able to manually pump. The pump was removed and replaced. There were no patient complications.